Manufacturer narrative:
H.6. Investigation summary one sample and one photo were provided to our quality team for investigation. The final product for lot ta11680 is assembled and packaged at a supplier site. We sent the device to the supplier for evaluation and they were able to verify there was a diagonal cut in the tubing. A device history review was performed and found no non-conformances associated with this issue during the production of this batch. The set is manually assembled and inserted into the machine, which seals the paper to form the unit packaging. Through their investigation it was determined that this issue likely occurred as a result of improper placement of the device into the blister machine by the operator. Improvements have been made on the blister machine to avoid reoccurrence of this issue, the reported lot was manufactured prior to these improvements being implemented. Complaints for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that part of the bd phaseal¿ secondary set (c62) tubing was found to be "sliced off" when saline leakage occurred before use. The following information was provided by the initial reporter: "c62 product defect. Pharmacist did not realize that the c62 has a tubing defect, where part of the tube seemed to have been sliced off. After they spiked into the saline bottle and the tubing leaked, they replaced with a different tubing."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that part of the bd phaseal¿ secondary set (c62) tubing was found to be "sliced off" when saline leakage occurred before use. The following information was provided by the initial reporter: "c62 product defect. Pharmacist did not realize that the c62 has a tubing defect, where part of the tube seemed to have been sliced off. After they spiked into the saline bottle and the tubing leaked, they replaced with a different tubing."